Event description:
It was reported during device upgrade that the right ventricular lead exhibited high capture threshold. The right ventricular lead was capped on (B)(6) 2024. A new left ventricular lead was implanted, but dislodgement was seen via imaging. The lead was exchanged. The patient was stable and asymptomatic.